Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The distributor evaluated the device and confirmed that the driver made a "strange" noise when the unit was powered down, however, the distributor could not verify a "burning" smell. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that there was a burning smell and the driver sounded "strange" when the ventilator was being shut down. There was no patient involvement associated with the reported issues.